Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 125mg/dl. The customer states the buttons were hard to press. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The act, esc and arrow buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector noted. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the motor error, no delivery, or low reservoir alarms due to the button keypad anomaly. The motor passed the motor test. The pump had minor scratches on the display window.